Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It was confirmed the reported phenomenon. It was found that this malfunction may have occurred due to mechanical/chemical stress applying by repeated use for long duration (handling issue). Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] from the inspection report of olympus india and former similar case, it was presumed that the event occurred by the following mechanism. I) repeated forceps elevator raising operation cut the forceps elevator wire that had accumulated fatigue. Ii) the subject device was kept using with the cut and non-raised ( and along the unbroken wire) forceps elevator wire and not detect the cut and non-raised forceps elevator wire. Iii) during use after that, the cut forceps elevator wire was caught on the distal end cover when the distal end cover was attached, or the cut forceps elevator wire was frayed by interfering the cut forceps elevator wire and the cleaning brush when brushing the distal end. [Note] since the IFU (operation manual) has the following description, the event can be detected during pre-use inspection. 3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(4) for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found some wires of the composing the forceps elevator wire of the subject device were cut and raised at the bending section.the field service engineer of olympus india had found the damaged wires (of the composing the forceps elevator wire) of the subject devise at the user facility. This malfunction was found on october 19, 2021 (date manufacturer received).there was no patient injury associated with this report.